Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient's ipg was explanted and replaced with a competitor's product. Exact date of explant is of known.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A patient experiencing ineffective stimulation was reported to abbott. The patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.